Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaking valves during a vitreoretinal procedure. There was no patient harm reported. Additional information and product sample have been requested for this report.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
The returned samples were visually inspected and two of the three samples were found to be conforming. The third sample was found to have a valve that does not close. Review of the device history record indicates the order was built to specification. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).